Event description:
The closure procedure was performed on male patient with reflux in both legs. The procedure was performed on both legs, spaced 2 days apart. Physician reported no issues during the case. The acute post op scan showed closure of the greater saphenous vein. A post procedure ultrasound showed extended thrombus into the common femoral vein. A day or two later, the physician was notified that the patient had been admitted to a hospital emergency room for a pulmonary embolism.

Manufacturer narrative:
No malfunction was reported, and product was not returned.